Event description:
It was reported that the 9600 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The floppy drive and the mother board were replaced during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).